Manufacturer narrative:
Failure analysis revealed that the insulin pump passed was received with intermittent button response due to corrosion on the keypad traces. No button error alarms noted during testing. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to the intermittent button response. The device had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, and scratches on the reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father called reporting that customer's insulin pump is alarming button error. Customer's blood glucose level is 5.2 mmol/l. She did not have to be treated. Customer's father says he does not recall any significant events leading up to the incident. Customer's father said it has been raining so it is moist, but the device was not exposed. He was advised that the device will need to be replaced. Customer was advised to discontinue use of the device and revert to back up plan as per their doctor's instructions. Nothing further reported.